Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed in the right common femoral artery for closure. The arteriotomy was 7mm and manta deployment depth measurement 4.5 + 1. A post-closure angiogram showed minimal flow distal to the manta closure site, which was resolved by contralateral balloon inflations. The root cause of the minimal flow was most likely caused by a dissection at the closure site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. The risk documentation was reviewed, and this type of incident is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after tvar procedure, a 18f manta was used. After taking a post angio we noticed slow flow distal to access site guidewire wire used. They approached from the contra lateral side with a 6x4 balloon and inflated twice which restored flow. Additionally, 10 units of heparin was given, and protamine was given.